Event description:
Upon further review, this report has been identified as duplicate of previously submitted emdr 3007215625-2021-01584.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01584.

Manufacturer narrative:
Subsequent to the submission of previous supplemental report, upon further review of the reported event, it has been determined that this is not a duplicate. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen on (B)(6) 2020 and (B)(6) 2020 using a cooladvantage petite and coolsmooth applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia. The first treatment was done to the abdomen with the cooladvantage applicator. Approximately four months after the first treatment the patient first noticed inflammation and that some tissue is larger in the abdomen. Approximately five months after the first treatment the second treatment occurred with an unknown applicator.